Manufacturer narrative:
Additional information: the reported event that the receiver led glass was broken was confirmed through the device inspection. During the visual inspection it was observed that the glass on led 8 was broken. Any physical impact to the pointer, especially with a mallet or similar tool, will cause product damage.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility, the led glass of the device was identified as broken out. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led glass of the device was identified as broken out. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.